Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. It was reported that the door slide screws were sheared off while manually attempting to open the door. It was noted that the door assembly was repaired by the representative. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while outside of a procedure, the gantry door of the imaging system was not able to open. There was no patient present when this issue was identified. No additional information was provided.